Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the dirt on zoom and focus handle and coupler unit is corroded and there is dirt inside is cause not established and for head cover on camera head is scratched is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head to the service center for a separate issue. During the device analysis, the service team indicates that dirt on zoom and focus handle, head cover on camera head is scratched and coupler unit is corroded and there is dirt inside was found. There was no patient involvement.